Event description:
An occlusion alarm was reported, but there was no adverse impact on the customer¿s blood glucose level. The issue was resolved when the customer changed the infusion set and cartridge and resumed insulin delivery.